Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned for analysis. External insulation abrasion was noted at 40.5-41.0cm from the proximal end of the rv shock coil, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 5.3-8.9cm from the proximal end of the rv shock coil. Internal insulation abrasions under the rv shock coil were noted at 0.2-0.3cm, 0.9-1.0cm, 1.5-1.9cm, 2.2-2.3cm, 2.4-2.5cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations.

Event description:
It was reported that when an asymptomatic patient presented for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted. No adverse consequences to the patient were noted.